Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a low reservoir alert. The customer also reported that the insulin pump had a keypad anomaly. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the self test, active current measurement and sleep current measurement. The insulin pump alarmed insulin flow blocked during the basic occlusion test, failed the prime/seating test and unable to verify low reservoir alarm and perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. The insulin pump history file/traces download was successful using thus. Low reservoir alert was recorded and found in the formatted history file on: (B)(6) 2021 09:48:16.000 alarm alert notification (B)(6) 2021 11:34:00.000 alarm alert notification (B)(6) 2021 12:33:14.000 alarm alert cleared (B)(6) 2021 14:03:11.000 alarm alert cleared (B)(6) 2021 18:51:36.000 alarm alert notification (B)(6) 2021 18:58:04.000 alarm alert notification (B)(6) 2021 20:06:13.000 alarm alert cleared (B)(6) 2021 20:35:52.000 alarm alert cleared (B)(6) 2021 22:50:38.000 alarm alert notification (B)(6) 2021 02:16:00.000 alarm alert notification upon checking the insulin pump's setting. The low reservoir reminder alarm was set for 20 units. The low reservoir alarm was expected since the units remaining in reservoir = 19.975 and units remaining in reservoir = 9.975 according in the formatted history file. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The insulin pump was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components noted. However, corrosion was found on the force sensor. Corrosion was also found on the motor, vibrator and electronic assembly noted. A test motor was used and continued testing. The insulin pump passed the basic occlusion test and prime/seating test. In conclusion, the insulin pump had alarmed insulin flow blocked due to corrosion on the force sensor. Failure analysis summary: the insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing. The low reservoir alarm activated properly at 20.0 units left. The low reservoir alarm functions properly. However, the insulin pump alarmed insulin flow blocked due to corrosion on the force sensor. Corrosion was also found on the motor, vibrator and electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump gave pump error alarm and they were not able to clear the alarm due to no respond from any button. Customer stated that the minutes were changing. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.